Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; other reason for implant: gastrointestinal bleed. At some time post filter deployment, it was alleged that the filter struts penetrated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced sharp and prickly pain in the lower stomach, however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; other reason for implant: gastrointestinal bleed. At some time post filter deployment, it was alleged that the filter struts penetrated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced sharp and prickly pain in the lower stomach, however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years six months of post deployment, a computed tomography abdomen pelvis was revealed that an inferior vena cava filter was seen with its tip at the infrarenal location. There was slight anterior and posterior inferior vena cava wall strut penetration. Therefore, the investigation is inconclusive for the perforation of the inferior vena cava (ivc) since there was slight wall strut penetration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:d4 (expiry date: 12/2010), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.